Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
External insulation abrasion was found at 41.6 cm to 42.5 cm from the distal tip consistent with lead friction to the ICD. The etfe coating of the sensing conductors was intact. MFR name: st. Jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis